Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed unexplained reboots. Two battery compartment cracks were observed; moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were damaged and the cap was unable to secure properly to the pump; a power issue was experienced. A test cap was able to secure properly to the pump. Further testing could not be performed due to a blank display issue. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a no-power issue with battery compartment damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.